Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms resulting in activation of the lead safety switch (lss) to unipolar pacing. The patient experienced pocket stimulation with the unipolar pacing. Subsequent pacing impedance measurements were noted to be stable and within normal limits. Technical services (ts) discussed programming the configuration back bipolar pacing and sensing and continue monitoring. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).